Event description:
It was reported that a pump did not pass a flow rate test performed by the customer. The device was programmed to infuse 30ml at 300ml/hr, but only infused 20ml.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma calibration test procedure (B)(4), with the unit passing. No device malfunction could be identified and the device performs within design specification.